Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image disappears and the visual field was suddenly lost on the camera head. The issue occurred during preparation for use and there were no reports of patient harm.